Event description:
Follow up reported the device was not a medtronic device. The patient thought it was made by another manufacturer. No further information was reported.

Event description:
It was reported that the patient recently had their implantable neurostimulator (ins) explanted due to due to the placement location of the system which caused rib fractures ('floating rib fractures'). Additional information was requested but was not available at the time of this report.